Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of the heartmate 3 system controller, serial number (B)(6) , being ¿unhygienic¿ was not confirmed as no product was returned. No additional information was provided as the system controller was disposed of. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed, and the records reveal that the heartmate 3 system controller, serial number (B)(6) , was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the electronic IFU page of the abbott website. The heartmate 3 left ventricular assist system IFU, rev. D, heartmate 3 patient handbook, rev. A are currently available. Section 8 of the IFU, entitled ¿equipment storage and care¿, provides instructions on how to care for, maintain, and store the equipment for proper use, including the system controller. Section f of the IFU, entitled ¿safety checklists¿ instructs users to inspect the controller for damage daily. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had damage on their modular cable and system controller. It was noted that the primary system controller was ¿unhygienic¿. The modular cable and the system controller were exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.